Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 123 mg/dl. The customer reported no delivery during bolus. The customer was advised to replace plunger and manually push plunger very slowly while keeping reservoir straight and ensure insulin exited tubing. Customer reported greater than normal resistance with/without insulin exiting. Customer will return the reservoir for analysis.